Event description:
It was reported that the patient felt a shock ¿on the wire in the vagina¿ tuesday night while watching movies on a projector. The reporter thought the issue was due to ¿some kind of wireless technology.¿ the shocking did go away that night. There was no reported accident or incident related to the event. The patient was in a wheel chair and did not walk due to poor balance. It was also reported that the patient was getting residual stimulation in the back core muscles. It was stated that the patient had been able to move better since implant. Please refer to mfg report # 3004209178-2013-21014, as the patient also reported a uti.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va09eq2, implanted: (B)(6) 2013, product type: lead. (B)(4).